Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak encountered when patient removed the cassette after cancelling treatment. Patient said there were several air detected in cassette warnings during drain 2 of 3. The patient discovered fluid in the pump module area and on the external part of the cassette. Technical services instructed the patient to let the cycler sit open overnight and then try using it the next day. Additional information has been requested, but not received. The cycler is not available to return for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak encountered when patient removed the cassette after cancelling treatment. Patient said there were several air detected in cassette warnings during drain 2 of 3. The patient discovered fluid in the pump module area and on the external part of the cassette. Technical services instructed the patient to let the cycler sit open overnight and then try using it the next day. Additional information has been requested, but not received. The cycler is not available to return for investigation.